Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took more insulin that usual to observe insulin drips exiting the infusion set tubing during the load fill tubing process. Reportedly, customer continued to use pump for insulin therapy. Customer's blood glucose was 151 mg/dl.